Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, legal counsel reports that patient was revised on (B)(6) 2009 and (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04267/04270).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, legal counsel reports that patient was revised on (B)(6) 2009 and (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted revision was on (B)(6) 2009 and was due to infection and alval. Operative report further noted large pseudocapsule with purulent and cloudy material, loose acetabular cup, cysts on acetabulum, greenish-white debris, bone loss, lesions at femoral opening, and a small calcar fracture. All components were removed and replaced with antibiotic spacers and a cable was implanted to address the fracture.